Event description:
It was reported by the customer that while the physician attempted to place the sheath, the needle bent and then broke easily. As a result, the physician had to use two kits to complete the procedure. The needles from both kits bent easily during the insertion and broke by the end of the procedure. There were no reported patient complications.

Manufacturer narrative:
Sample will not be returned for evaluation.